Event description:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
There was a revision performed in which the implants were removed and replaced; therefore the complaint is considered confirmed. No products were returned, therefore, functional testing and inspections could not be performed. The distributor indicated that there was no alleged malfunction of the implants, the reason for the revision was due to bleeding. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Investigation results concluded that the reported event was due to patient condition. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated report: 0001032347-2018-00366-1.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Medical product: biomet microfixation sternalock blu system cancellous cross-drive locking screw 2.4 x 14mm catalog #: 73-2414 lot #: ni. Therapy date: (B)(6) 2018. Customer has indicated that the product will not be returned to zimmer biomet for investigation, one plate was re-implanted and the other was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated report: 0001032347-2018-00366.

Event description:
It was reported there was a revision due to bleeding. One plate was re-implanted using 14mm emergency screws during the revision and the second plate was discarded. Attempts have been made and no further information has been provided.